Manufacturer narrative:
Date sent to the FDA: 12/28/2020. Additional information: a2, b7, d3, g1, g5. Additional b5 narrative: it was reported that the patient experienced swelling and scarring following surgery. Date sent to the FDA: 12/28/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent recurrent left inguinal hernia repair surgery on (B)(6) 2009 during which the surgeon noted it to be very adherent to the cord and cord structures. He further noted that the mesh had clearly been displaced anteriorly and had grown with the tissue surrounding the cord and cord structures. The surgeon dissected the cord and cord structures of mesh away from the recurrent hernia. It was reported that the patient underwent a recurrent left inguinal hernia repair surgery on 10/30/2017 during which the surgeon encountered the previously placed mesh and dissected the cord structures away. It was reported that the patient experienced severe pain, inflammation, long-term infection, long-term wound care, incision and drainage procedures. No additional information was provided.